Event description:
Urethral sling broke while surgeon was attempting to put into pt. Product sent back to vendor per clinical manager for the supply chain. No pt harm, surgery continued with another sling.